Event description:
The olympus sales representative reported upon installation of the evis exera iii video system center they received internal buffer error (e214) and internal board failure error (cv b40). There was no patient involvement related to this event. This report is being submitted for the b40 error.

Manufacturer narrative:
During troubleshooting the sales representative (sales rep) was advised to verify the dvr and printer type are set to remote in the peripheral settings. Then verify the user settings the printer is set in the on position. The sales rep stated a thumbnail was released and no error messages displayed however, the image did not appear in the ncare. The service center representative (scr) was informed they were able to start and stop recording from the scope switch. Sales rep informed the scr they will perform further troubleshooting with ncare specialist. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 months, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b40 error could not be identified. However, it is likely the cause is related to a faulty cm board. Olympus will continue to monitor field performance for this device.